Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report the patient obtained elevated blood glucose readings after occlusion issues occurred with the insulin pump. On (B)(6) 2012 at 6:58 pm the patient obtained the reading of "in the 300s mg/dl" and at 9:25 pm a reading of "high 500s mg/dl"; specific results were not provided. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient was treated with an injection of insulin via a syringe, and disconnected from the pump. The reporter stated that the patient had obtained occlusion alarms on the pump. The patient's father replaced the infusion site and infusion set. Troubleshooting revealed no issues with the infusion set or site, and the reporter was able to prime the pump into the air successfully without any occlusion alarms. There is no evidence the pump was not functioning appropriately. However, as the patient obtained blood glucose levels suggesting severe hyperglycemia after the pump issue, this complaint is being reported.

Manufacturer narrative:
The cartridge has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed a total of 6 random occlusion alarms. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The force sensor was tested and was found to be within specifications. A 29 hour flow accuracy test was performed without alarms occurring and the pump was found to be delivering within specifications. No delivery related defects were found during testing.